Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the right ventricular (rv) lead triggered a lead impedance warning for high and undefined defibrillation and pacing impedance. Both impedance measurements returned to within normal range. The lead remains in use. No patient complications have been reported as a result of this event.